Manufacturer narrative:
This supplemental report is being submitted to retract the previous initial medical device report (MDR) submitted on 06/15/2017. For this complaint, when it was originally received on 06/01/2017, the investigation had not been completed and therefore, it was initially classified as a safety issue to file an initial MDR in order to prevent a late report submission. It was not until a later investigation it became apparent that for s-family products, the wanna-cry virus can be introduced into the system only through service back-up and restore function. The port is closed for all network traffic for s-family products, therefore, the probability of harm is low. Based on these findings, this supplemental MDR is to correct the previously submitted report which stated this issue could cause harm.

Manufacturer narrative:
No ultrasound systems have been reported to be infected with the wannacry virus. However, there is the potential for the virus to affect these products and halt system functionality. The resulting harm to the patient would be a possible delay in a procedure for a sedated patient, a reinsertion of a transesophageal transducer or catheter, or repeat of a stress echo exam. A hot fix will be issued to patch vulnerable systems. These hot fixes will follow the (B)(6) 2016 postmarket management of cybersecurity in medical devices from the FDA guidance for 806 reportability.

Event description:
It was reported that during an abdominal ultrasound exam, the system experienced a blue screen and that the "wannacry" virus had infected the customers' network. The system was rebooted but the doctor did not use the system to continue the exam. The patients' exam was completed on a different system. There was no patient injury reported. No additional information was provided. The "wannacry" virus is reportable event based on the potential for death or serious injury to occur.